Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient reported to the call center that a blood clot was found after the watchman implant prior to an ablation procedure. No further information was provided. A good faith effort (gfe) was made to contact the boston scientific senior clinical specialist. The specialist spoke with the nurse practitioner from the implanting facility, who reported that the physician was aware of the potential thrombus but does not believe it is a thrombus. The physician suspects it may be a coumadin ridge. After reviewing pre- and post-imaging, the physician is confident that it is a coumadin ridge. The plan is to keep the patient on oral anticoagulation medication (oac) and recheck with computed tomography angiography (cta) in two months.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not specified.